Event description:
The patient contacted animas on (B)(6) 2013, reporting that they had a high blood glucose (bg) at 3am, on (B)(6) 2013. The patient worked to lower the bg by changing the infusion set and bolusing. He gave an injection of 30 units of lantus insulin which did not help. He did go to the emergency room and was admitted on (B)(6) 2013. He was kept overnight and treated with IV¿s and insulin IV until bg was down to 163mg/dl. He reported that he was released and back on the pump in the morning and his bg at 11am, was 63mg/dl and at 3pm, it was 300mg/dl. The patient re-contacted animas on (B)(6) /2013, stating that his bg continued to rise and he changed the site and there was no bending or blood noted in cannula. The patient gave syringe from the same vial of insulin. His bg came down with the syringes (so he knows the insulin is working) but he is still not coming down when bolusing from the pump. He has not had any alarms in the alarm history, the pump was not suspended, confirmed time/date and basal to be correct. The patient confirmed advanced bolus settings to be correct. The patient confirmed prime history and total daily dose to be appropriate. The patient was able to do an air bolus. The patient understood there is no indication of a pump or supply malfunction and he will monitor bg and follow-up with his healthcare professional. The bg at the time of this call was 311mg/dl. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/25/2013 with the following results: the complaint could not be duplicated during the investigation. No defect was found. The pump was found to be delivering within the required specification at the conclusion of the 29hr flow accuracy test. Only typical usage observed in alarm history and the black box. The tdd¿s add up correctly and reflect the users programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.